Event description:
It was reported that patient was experiencing more pain following an implant surgery on (B)(6) 2019. In turn, surgical intervention was undertaken wherein the cervical lead was explanted. Postoperatively, the pain has reportedly resolved.